Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right atrial lead was dislodged following a post-operative check. The lead was explanted and replaced. Additional information could not be obtained.